Manufacturer narrative:
Results: gas spring cylinder.

Event description:
It was reported by service report that fowler was drifting down on the bed. No pt involvement or adverse consequences are reported.